Event description:
In 2005, the lay reporter spouse contacted lifescan (lfs) alleging high readings on patient's ultra meter. Reportedly, three days earlier, the patient's blood glucose was 162 mg/dl at 8:00am and was given astrapide and insulator. Spouse does not know how much insulin the nurse gave the patient. The pt ate breakfast ("chicore with milk and a piece of bread and a special jam") and then went back to bed. At 11:40 am the pt woke up and was shivering and perspiring and was still conscious. His blood glucose test was taken and the result was 158 mg/dl. Spouse contacted the paramedic's and they arrived around 12:15pm. Emt's checked his blood pressure and did not test his blood glucose and took him to the hospital. The patient arrived at the hospital at 12:30 pm and his blood glucose was 42 mg/dl on the hospital device. A lab test was also performed and the patient's blood glucose was 24 mg/dl. There is no information on when the lab test was performed. The patient was treated with glucose intravenously. No further clinical information has been provided. The best strips were in good condition and not expired. The control solution was opened less than three months ago. The test strips fell within range using the control solution. The subject meter result and the hospital meter and lab result did not correlate; therefore, the complaint is being reported as an adverse event, since patient's symptoms and treatment correlated with the hospital meter and lab results.